Event description:
Patient initially reported pain over the last year, one device with gel bleed and one ruptured device (sides unknown) diagnosed by ultrasound and confirmed during surgery. Later, patient reported left side silicone bleeding with significant loss of volume and seroma formation. Patient also reported suspicion of alcl with the following symptoms of left breast has a double bulge when you tighten it and when you feel the breast you can feel the silicone edge of the device, which caused an uncomfortable feeling, stinging (implant slipped), hardened, painful & pressure-sensitive breasts (on both sides), hanging and clearly sagging of the right breast, and sleeping on the stomach was no longer possible. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma -late: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical event that is not related to the device. Bulge: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. Malposition: unable to observe as it is a medical event that is not related to the device. Visibility palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: gel bleed and seroma.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and gel bleed.

Event description:
Patient has reported pain over the last year, one device with gel bleed and one ruptured device (sides unknown) diagnosed by ultrasound and confirmed during surgery. This record relates to the left side. The device has been explanted.